Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'motor error'. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D9 - date returned to manufacturer: 8/28/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump had motor error during functional testing and the downstream occlusion (dso seal was degraded. The cause of the customer reported problem was motor service was due. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the motor, and the pump passed all functional tests and performed as intended after repair.